Event description:
It was reported that the patient had several episodes of atrial fibrillation (af) and that the doctor went in to fix "the issue," which was possibly a lead repositioning. Later the doctor turned off the atrial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.